Manufacturer narrative:
The customer care team requested that the customer return the device for evaluation. To date, this device has not been returned. If the device is received, further information can be provided in a follow up report.

Event description:
Customer reported on (B)(6) 2023 from the us that the elvie stride + caused them to not produce enough milk where they claim the app had connection issues and it doesn't seem to 'get all the milk out'. Customer did not confirm whether they were seen by a healthcare professional and did not confirm whether they were prescribed medication.